Event description:
Information was received from a patient implanted with a neurostimulator for bowel dysfunction and gastrointestinal/pelvic floor. It was reported that the patient had experienced a loss or change of therapy and since implant, she was not always feeling stimulation. She also had urinary symptoms. On (B)(6) 2016, she had a return of symptoms. The morning of (B)(6) 2016, she had a urinary accident. She confirmed the implantable neurostimulator (ins) was on and increased stimulation from 0.8 to 0.9 volts. The patient had a follow-up appointment scheduled on 2016-10-14 and planned to discuss any issues then.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.